Manufacturer narrative:
(B)(4). Date sent 7/1/2026. D4 batch # unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. If yes, what steps were taken to open the jaws? 2. If the home button was pressed, did the knife fully return to its home position? 3. If the jaws could not be opened, how was the device removed? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the jaws could no longer be opened. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.